Event description:
The audiologist in belfast reported that intermittent communication with the cochlear implant was observed despite a change of sound processor and antenna. Waiting for additional information.

Manufacturer narrative:
At the stage, the serial number and the type of the device involved in the subject event is not known to us. If the device is considered the same or similar: while this device has received initial PMA approval, it has not been marketed, imported, or sold in the united states and no implantation has been performed as of the date of this report. The cochlear implant was not explanted as of the date of this report. Currently, this event is not a serious injury. Follow-up report will be submitted once the device explanted.